Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 480 mg/dl. Customer declined to troubleshoot for high blood glucose level. Customer stated that the last two or three times she had high blood glucose level she has had air bubbles in the tubing of the infusion set. Troubleshooting was performed for the air bubbles. The sizes of the bubbles are a quarter of an inch to half an inch. Customer did not rewind the insulin pump with the reservoir in. Customer delivered a fixed prime of five units until the bubbles were no longer visible. Customer was advised that storing the insulin in the fridge and not letting get to room temperature may cause gasses. No further information reported.